Manufacturer narrative:
Correction: section b3 - date of event: pain started in the time following rotation on the (B)(6) 2019. Additional information: through follow-up we learned that the subjective refraction + visus pre-op was at: right eye: -6,25 -2,75 31 = 0,5 and left eye: -8,0 -3,5 164 = 0,5. Target refraction: -2,75 customer wish and surgeon expectation during post-op check on the (B)(6) 2019 the subjective refraction was at: right eye: -3,0 -0,5 166° = 0,8++ and left eye: -2,75 -1,5 40° = 0,9++. Position of iol was right: 115°, left: ca. 65° -70° and was checked by two surgeons. A rotation was performed on the (B)(6) 2019. The post-op refraction on the (B)(6) 2019 was right eye: -2,25 -1,25 149° = 1,0 and left eye: -3,25 -0,75 103° = 1,0. Prismen prescription followed on the (B)(6) 2018 for the left eye on near vision glasses 20cm/m b.162° and far vision glasses 3cm/m b. 162°. This was stopped on (B)(6) 2018 as was not successful. Following patient conditions were reported: pituitary adenoma, small tibial-wing meningoma, indicated homomorphic visual field defects down to the right. No additional information was provided. Section h6 - patient code: 3191: pituitary adenoma, small tibial-wing meningoma, indicated homomorphic visual field defects down to the right. Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be perfromed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age / date of birth: unknown/ not provided. Date of event: date unknown/ not provided. If explanted; give date: lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complains about tilting line of the visual axis in the near and far (vision), as well as binocular problem along with a headache following implantation of a toric lens. The left eye was operated on the (B)(6) 2018. The outcome was not as expected as lens apparently had shifted. Measurement post-op was at 25 degrees. A rotation was performed on the left eye after patient insisted on it about a month after implantation, exact date not provided. Surgeon did counsel against a rotation and wanted to correct using prism-glasses. Following the rotation headaches started when focusing on near vision activities indoors. The use of special glasses helped with the headaches but visual acuity was impacted with them so not an option long-term. No additional information was provided.